Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to dislocation.

Manufacturer narrative:
Review of device history records identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. The following components were reviewed for compatibility with no issues noted: pn: 00-9026-026-00/ ln: 52330600 and pn: 00-6726-005-00 / ln: 49642000. Complaint history review identified no complaints for pn: 00-9026-026-00/ ln: 52330600 and pn: 00-6726-005-00 / ln: 49642000 combinations. Operative notes were not available therefore it is unknown if surgical technique for the product was utilized. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.